Manufacturer narrative:
The reported event that 2.3 m variax hand lock z-plate,narrow,13holes was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be patient related. The failure was caused due to possible overload which resulted in the plate breakage. The device inspection revealed the following: the returned 2.3 m variax hand lock z-plate,nar,13 holes is indeed fractured as reported. The close up views, done by the microscope of both returned parts, indicating though that the surfaces are homogenous which again indicates conformity to the given specification. The microscopic investigation revealed that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces (possible overload patient related). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The variax plate was implanted for metacarpal bone at 2018/7/17. The plate was broken at 2018/8/24. The patient had no external factors such as falling. Plans to remove and replace the plate in the future.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma pin. If additional information becomes available it will be provided on a supplemental report.

Event description:
The variax plate was implanted for metacarpal bone at (B)(6) 2018. The plate was broken at (B)(6) 2018. The patient had no external factors such as falling. Plans to remove and replace the plate in the future.